Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 21:00:10. Weekly pace lead impedance trend data shows a gradual increase for rv max ventricular pace bi impedance= 494 to 1007 ohms peak between (B)(6) 2011 and (B)(6) 2011. Sensing - oversensing. One - vf=170 ms average v-cycle on (B)(6) 2011 10:52:17.

Event description:
It was reported that the lead exhibited a gradual rise in impedance and thresholds. Closer monitoring of the patient was recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011, 21:00:10. Weekly pace lead impedance trend data shows a gradual increase for rv max ventricular pace bi impedance= 494 to 1007 ohms peak between (B)(6) 2011. Sensing - oversensing. One - vf=170 ms average v-cycle on (B)(6) 2011, 10:52:17. The partial lead was returned in segments and was analyzed. The proximal conductor was fractured, and the distal and defib conductors were distorted. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. The inner insulation was kinked buckled, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix.

Event description:
It was reported that the lead exhibited a gradual rise in impedance and thresholds. Closer monitoring of the patient was recommended. It was further reported that the lead alert triggered, and the lead exhibited high impedances and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited a gradual rise in impedance and thresholds. Closer monitoring of the patient was recommended. It was further reported that the lead alert triggered, and the lead exhibited high impedances and high thresholds. It was further reported that the lead exhibited oversensing and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.